Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation over her whole back. The skin condition was described as being scraped like a dermatitis irritation. The patient's doctor gave her a cream for the irritation. Follow-up indicates that the skin condition was improving.